Event description:
During a new patient implant the impedance values were found to be within normal limits throughout the whole process until the patient was in post-op and that is when high impedance was observed. The patient was brought back into surgery and the generator was tested with the test resistor which revealed normal impedance. The lead pin was reinserted and all values were noted to be within normal limits. It was later reported that the system was explanted as they could not isolate the cause for the high impedance. The explanted devices have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the explanted devices were discarded.

Manufacturer narrative:
D1: brand name, corrected data: initial report inadvertently did not update to the generator product information. D2: type of device, corrected data: initial report inadvertently did not update to the generator product information. D4: corrected data: initial report inadvertently did not update to the generator product information. F10: adverse event problem, corrected data: initial report inadvertently did not code: f1905, a072201 and a1207. H4: device manufacture date, corrected data: initial report inadvertently did not update to the generator product information. H6: adverse event problem, corrected data: initial report inadvertently did not code: c0205 and d1101.